Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 371 mg/dl. The customer went to the emergency room (ER) and was treated; however, was unable to confirm the treatment method. The customer left the ER approximately 4 hours later. Reportedly, the customer suspected the cause of the bg level to be due to being unable to deliver a bolus dosing. Review of the pump history by tandem technical support verified that the bolus that had been requested was successfully delivered. Additionally, during troubleshooting, the customer was able to successfully program and deliver a bolus request.